Manufacturer narrative:
The pump was returned and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. H6:recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
The pump was explanted on (B)(6) 2017 as part of a routine replacement due to eri (elective replacement indicator). It was indicated that pump was used to deliver an unknown type of baclofen [2000 mcg/ml] at 757 mcg/day. The patient's status was reported as "alive - no injury." No patient symptoms or complications were reported as a result of this event. It was indicated that the patient's medical history included "co."